Event description:
The customer reported ma and kv errors. Then, they would have to reboot system. There was no report of injury.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The x-ray tube was replaced earlier in the year and the rep saw ma on in error and kv errors in log files. He ordered hv supply regulator for unit. The rep replaced the hv supply regulator performed complete generator calabration. Performed arc test with no errors. System working as intended.